Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0x277d and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this issue, so technical support provided pump reset information and assisted customer with resetting pump as resolution.